Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389-40, lot # j0228145v, implanted: (B)(6) 2002, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0225580v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported the patient had been shaking on the left side of their body since (B)(6) 2015. When the patient used the patient programmer to check the implantable neurostimulator (ins), the programmer showed a question mark and poor communication. After troubleshooting, the patient was able to sync with the ins and the therapy screen showed on and okay. The patient later reported they were able to adjust their left side, but not the right side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-07304.

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy.

Event description:
Additional information received reported thepatient was not able to adjust stimulation and the upper limit was reached. The patient had been shaking bad on their right side for about two weeks. In the last three days, the patent had ran into a door and fell down stairs. The patient was programmed to 4.6 on their left side. The patient was not able to adjust the right implantable neurostimulator (ins) because it was on simple mode.